Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was implanted successfully and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2020-01510.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01510.

Event description:
The patient was undergoing a coil embolization procedure in internal iliac artery using ruby coils, a ruby coil detachment handle (handle), and non-penumbra microcatheter. It was reported that the patient anatomy was extremely tortuous. During the procedure, the physician implanted two ruby coils in the target vessel using the microcatheter. Subsequently, the next ruby coil was packed into the target vessel. While attempting to detach the ruby coil using the handle, the ruby coil kept getting sucked back into the microcatheter. The ruby coil was removed. The physician continued the procedure using another ruby coil. While attempting to detach the ruby coil, the same issue occurred, and the pusher assembly of the ruby coil became kinked. The physician manually detached the ruby coil. The procedure was completed using other ruby coils and the same handle. There was no report of an adverse effect to the patient.